Manufacturer narrative:
Zoll med corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was not pt involvement in the reported malfunction.